Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the handle was squeezed but the clip was not loaded into the jaws. The device was not used in patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic inspection of the instrument noted presence of clips in the tube. Functional evaluation of the instrument noted that clips did not move forward, and the pusher bar did not advance upon actuation of the handle. The instrument was disassembled for visualization of internal components; the trip lever component was observed to be broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken trip lever condition may occur under the following conditions: 1) if the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. 2) if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.